Event description:
It was reported that the patient had multiple vt/vf episodes, and patient received inappropriate therapy. Review of the episodes revealed atrial fibrillation with rapid ventricular response. The patient received an av node ablation. The patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.